Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a few weeks following cooled rf treatment near the knee, the treated patient complained of a localized burn and scarring of the skin at the location of the treatment. The patient reported that the burn was still present a few weeks after the procedure.